Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.

Event description:
It was initially reported that the patient¿s generator was unable to be interrogated. The patient was recently implanted and the surgeon was able to communicate with the generator with no issue. It is unclear at this time if there is an issue with the physician¿s programming system or if there is something wrong with the generator. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the physician felt the issue was the programming system. The handheld was not plugged into the wall and the patient was still able to feel their generator stimulate. The 9 volt battery in the wand was checked and it was noted that the power light would only stay on for a few seconds (it should stay on for <25 seconds if the battery has enough charge). There was not another 9 volt battery available at that time. The physician said he would call back if there were any further issues.

Manufacturer narrative:
Additional information was received that the suspect product is the programming wand and not the patient¿s generator.